Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. The patient presented to the physician with an opening in the scrotum. The ipp was explanted and replaced with a malleable. There were no device issues and no further patient complications.